Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a defect in the iol was noticed upon implanting. The surgeon decided to exchange the iol. The incision was enlarged to remove the iol and suturing was required after implanting another iol. The procedure was completed. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic was bent in the gusset area. The other haptic was broken in the gusset area (not returned). The optic anterior surface was scraped. The optic edge was torn/split extending into the body of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The optic was scraped and additional haptic and optic damage was observed. The scrape mark may have been interpreted by the customer as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).